Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customers insulin pump received a motor error alarm. The patient's blood glucose level was 580 mg/dl. Customer was treated by his health care professional. The customer is not sure if there was any physical damage to the insulin pump that could have caused the motor error alarm. The customers pump has been replaced. No further information was provided